Event description:
It was reported that a patient underwent unknown procedure on an unknown date and suture was used. The suture box was labelled 698h, but contained product code 690. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is this issue related to product mix, meaning the customer receives product that is not within the same product family. Or is the issue with labeling identification, meaning the label contains incorrect identification of the product? Box was labelled 698h, but contained product code 690. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/14/2022 additional information: d9, h3, h6 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device batch rmbhct, 698h14, and no non-conformances were identified. Mfg. Date - 11/23/2021 exp. Date - 10/31/2026 a manufacturing record evaluation was performed for the finished device batch pcq418, 690, and no non-conformances were identified. Mfg. Date - mar/27/2019 exp. Date - feb/29/2024 h3 investigational summary: one opened box of product code 698h lot rmbhct with twelve sealed packets of product code 690 lot pcq418 were received to ethicon for evaluation. According to the manufactured dates, there are differences in the time of two years when these products were manufactured, and these batches could not be mixed in our manufacturing sites. The product of lot number rmbhct / 698h (one empty opened box) was manufactured on nov/23/2021. The product of lot number pcq418 / 690 (twelve packets) was manufactured on mar/27/2019. According to results obtained during the investigation, the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.